Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood in the guide wire lumen and on the balloon, which is consistent with guide wire insertion and advancement into the body. There was contrast in the inflation lumen and on outer member, which is consistent with preparation for use and handling. The tip length was measured and met manufacturing criteria. The stent implant was dislodged and not returned; however, there were crimp marks visible on the tightly folded balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. In this case, subsequent information received from the account stated that the stent dislodgement did not occur as part of the procedure, and most likely occurred as a result of manipulation/handling during re-packaging for return to abbott vascular for analysis. There were multiple bends throughout the hypotube. This damage was not noted during inspection prior to use or included in the incident report; therefore it most likely occurred during the procedural attempts to cross the heavily calcified lesion and/or during handling, packaging, and shipment back to abbott vascular for analysis. There is no indication of a product quality deficiency. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents; and is typically not associated with a product quality deficiency. In this case, the lesion was described as heavily calcified, mildly tortuous, and 70% stenosed, which may have contributed to the reported failure to advance / cross the lesion. Additionally, factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, handling of the stent during prep, and interaction with the lesion/anatomy and accessory devices. A review of the device lot history record did not reveal any nonconforming material records for this lot relevant to this report. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. The profile dimensions, proper stent placement, stent damage and crimped stent outer diameter on all stent delivery systems (sds) are confirmed by visual and dimensional checks during manufacture before release. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment.

Event description:
It was reported that during a procedure of the heavily calcified, moderately tortuous, right coronary artery (rca), a 2.5 mm x 12 mm trek balloon catheter was used for pre-dilatation and a spiral dissection mid to distal rca was noted. Multiple xience v stent delivery systems (sds) were attempted as treatment, however, three different xience v sds failed to cross the dissection. It was noted that four different non-abbott stents and two xience v stents were used to successfully tack up the dissection. Additionally, the entire vessel was stented. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure due to the device issues. The patient was reported in stable condition and was transferred from the cath lab. Though requested, no additional information was provided. Return device analysis revealed the stent implant was dislodged and was not returned.